Event description:
Customer reportedly received result of 481 mg/dl and result of approximately 200 mg/dl within 10 minutes on the aviva system. Customer took an extra "pill" based on higher results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Customer reportedly received result of 481 mg/dl and result of approximately 200 mg/dl within 10 minutes on the aviva system. Customer took an extra "pill" based on higher results. No adverse event reported. Requested return of suspect device and replacement was sent.